Event description:
The customer reported to olympus that the channels of the subject device tested positive for 63 colony forming units (cfus) of micrococcus luteus and coagulase-negative staphylococci. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Multiple attempts were made to obtain the user cleaning disinfection and sterilization (cds) practices however they were unsuccessful. The following was result of the culture test performed at the third-party labs, provided from the user: apr 27, 2022. Sampling from: distal end. Cfu: 63cfu. Bacterial identification: micrococcus luteus. Sampling from: a/w ch. Cfu: 80cfu. Bacterial identification: staphylococcus warneri. May 20, 2022. Sampling from: distal end. Cfu: 2cfu. Bacterial identification: micrococcus luteus. Sampling from: biopsy ch. Cfu: 6cfu. Bacterial identification: staphylococcus haemolyticus. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: biopsy ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: distal end. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the following were noted: due to annual inspection parts must be replaced. Adhesive around objective lens has wear. There is corrosion around lever arm. Adhesive on bending section rubber has scratch. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to a dent on bending tube, bending angle in down direction exceeds the standard value. Due to a dent on working channel tube, channel cleaning brush cannot be inserted smoothly however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.